Event description:
An ipp device was implanted on 10/30/84. Info rec'd om 7/16/97 indicates the entire device was removed from the pt prior to 4/3/90, date and reason not provided. Unable to obtain additional info.